Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient, who underwent breast augmentation revision with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered left breast capsular contracture; baker grade IV, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient was scheduled for bilateral removal and replacement with two 300cc mentor smooth round moderate profile saline breast prostheses (catalog: 3501645) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient only underwent unilateral removal and then replacement with a 300cc mentor smooth round moderate profile saline (catalog: 3501645 lot: 9502980 sn: (B)(6). On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).